Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported to (B)(4) that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient's liner plans to be revised due to unknown reason. Sales rep was inquiring about ID of cup and liner. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified the following : asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear was observed. The femoral head appeared to be undersized and there was heterotopic ossification extending from the lateral acetabulum to the greater trochanter with possible bony bridging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.